Manufacturer narrative:
E1: address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed no image and showed error code e227, indicating a communication or connection issue. The event occurred during service or maintenance. There were no reports of patient involvement.